Event description:
Boston scientific (formerly guidant) received information that following the implant procedure of this pacemaker and lead system, both leads exhibited noise. The caller indicated the leads were inadvertently reversed in the header during the implant procedure. No adverse patient effects were reported.

Event description:
Event description guidant received information that following the implant procedure of this pacemaker and lead system, both leads exhibited noise. The caller indicated the leads were inadvertently reversed in the header during the implant procedure. No adverse patient effects were reported.

Manufacturer narrative:
Technical services suggested another possibility being the atrial lead dislodged into the ventricle. No additional information is available at this time. If additional information becomes available, this event will be updated. Additional information was received that this device was explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.